Event description:
The pt was implanted with a left ventricular assist device. An (B)(4) report was rec'd on (B)(4) 2012. The report stated that the pt was admitted with fever and infection. The pump was exchanged due to the infection.

Manufacturer narrative:
The pt rec'd a pump exchange. The attached user facility report was rec'd from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.